Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident. It was determined that the multiple stations were critical override. A technical support specialist (tss) restarted the service, after stations gradually rejoined the subscription list and resumed publishing changes successfully. Remaining critical overrides were due to manual settings, and follow up confirmed no further data synchronized issues. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server multiple stations were in critical override. The customer confirmed no issues on their end and attempted a reboot without success, with approximately 20 stations affected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.